Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of birth/age - ni, gender - ni, weight - ni, date of event - ni, expiration date - ni, unique identifier (UDI) # - ni, date implanted - ni, date explanted - ni, PMA/510k - ni, manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
A patient who underwent a total hip arthroplasty approximately has been indicated for revision due to unknown reasons. No further information available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component is competitor product. The initial report should be voided.